Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had an unexpected battery power loss. The customer's blood glucose level was unknown at the time of the incident. Customer's mother states she changes the battery and has not fixed the problem. The customer's mother states this is the second occurrence of off no power in less than 24 hours after low battery warning. Advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No weak battery alarm and no unexpected battery power loss anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.